Event description:
It was reported in a (B)(6) implant record that the first loss of capture was noted on the right ventricular lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).